Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while monitoring a patient¿s heart rate. The customer advised that the installed battery went from full to zero capacity, then their device powered off and stating beeping. The battery was removed and reinstalled. They powered the device back on; however the same problem reoccurred. The patient did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further information was provided by the customer.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while monitoring a patient¿s heart rate. The customer advised that the installed battery went from full to zero capacity, then their device powered off and stating beeping. The battery was removed and reinstalled. They powered the device back on; however the same problem reoccurred. The patient did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further information was provided by the customer.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred while monitoring a patient¿s heart rate. The customer advised that the installed battery went from full to zero capacity, then their device powered off and stating beeping. The battery was removed and reinstalled. They powered the device back on; however the same problem reoccurred. The patient did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further information was provided by the customer.